Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a b30(scope communication error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, b30 occurred due to the poor connection caused by the oxidation of the scope socket. It was deduced that insufficient wiping and drying of the endoscope connector before insertion may have caused corrosion over time. Other incoming inspection findings were as follows: it was determined that dirt found inside the block as well as on the blades of the cooling fans affected the device¿s performance over time and caused it to overheat. This suggests that this device hasn¿t received regular maintenance as requested by the manufacturer¿s recommendations. The same shall apply to the non-designated olympus lamp replacement which could have been detrimental effect on the light source performance even more as well as to the lamp¿s wear and tear. All shown defects were determined to have been caused by fair wear and tear and customer neglect. Therefore, it was recommended that a field technician visit the customer to warn him about the greater risks of the lack of proper regular maintenance causing devices to fail. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.